Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported a section of the pump segment ballooned during an infusion. No patient harm or medical intervention was reported. No further patient/event information was provided.